Event description:
It was reported the patient's blood glucose level rose to 18.3 mmol/l (329.4 mg/dl) while wearing the pod between 25 and 36 hours despite administering a correction bolus. When the pod was removed from the infusion site (arm), the pod's cannula was found bent and condensation was observed through the viewing window. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be stretched, leading the length of the soft cannula to measure out of specifications at 1.075 inches. During fluid path testing, fluid had no issues traveling the complete fluid path and no leaks were observed. No fluid was observed inside the device. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported bent/kinked event. Therefore, the cause of the reported bent/kinked event could not be determined, and no problem was found regarding the reported fluid/insulin observed inside device event. Lot release records were reviewed, and the product lot met all acceptance criteria.